Event description:
It was reported that when the right ventricular lead was connected to the analyzer, the numbers were good. However, when connected to the new device, there was intermittent pacing and pauses, and this was determined to be a lead issue. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.